Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set leaked from tubing which results into the replacement of device. The infusion set has been in use for 3 days. No further information available.